Event description:
It was reported both patient's leads had fractured. The issue was confirmed via x-rays. Surgical intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the l2 drg lead was explanted and replaced due to impedances and fracture. Therapy was restored post-op.

Event description:
It was reported patient fell and their l2 drg lead has high impedance. Reprogramming was not able to provide patient effective therapy. Next course of action is underdetermined at this time.

Manufacturer narrative:
Date of event is estimated.